Event description:
Adenoid and tonsils were removed. Right bed cauterized, followed by cautery of left bed. During cautery of left bed, spark and flame noted at cautery tip. Order given to stop anesthesia, tube removed, pt dosed with water within seconds. Pt examined by physician and physician from respiratory care. Pt transfered to a children's hosp for eval and treatment if necessary. Equipment being used at this time: anesthesia unit, electrosurgical unit. Accessories: tracheal tube: cat #86267, lot #m006430, suction coagulator: cat #e2505-10fr. Valleylab, date 2/97, lot #28911.